Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant."

Event description:
It was reported that patient underwent an anterior cruciate ligament reconstruction procedure on (B)(6) 2014. During the procedure, the screw bent while tightening the graft and a second screw was attempted. The shaft of the second screw fractured after tightening. The screw head was removed and a different screw was used to complete the procedure.

Manufacturer narrative:
Evaluation of the returned component found fracture artifact evidence to suggest the fracture occurred due to possible ductile bending overload.